Manufacturer narrative:
Product ID 8709sc lot# n262580007, implanted: 2010 (B)(6), product type catheter (B)(4).

Event description:
It was reported that a catheter fracture was confirmed via dye study. The catheter was being revised on the day of this report. The patient had experienced a change in therapy effect and had not been getting any therapy. It was unknown when the symptoms began. The type of medication being delivered via the device system was not provided. It was later reported that the device system was used to deliver baclofen. It was also reported, the patient had underwent an MRI to see if her pump, catheter or ¿something else¿ was responsible for the increase/return in spasticity symptoms the patient experienced. After the MRI, the patient then underwent the catheter dye study. The fracture was at the spinal segment and resulted in a complete catheter replacement. It was reported the patient was now ¿doing fine¿. Additional information has been requested, but was not available as of the date of this report.